Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box showed a call service 088 watchdog alarm. The returned battery cap was undamaged and was able to fit to the pump. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the printed circuit board. The communication alarm complaint was unable to be duplicated during investigation.